Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and the brady pacing rate was not as expected. Physician attempted to retract helix with fixation tool, stiff and firm stylets and traction but was unable to retract successfully due to possible tissue growth around the lead. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.